Manufacturer narrative:
The promus elite ous mr 32 x 4.00mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts were found to be bunched in the distal region. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues. This device was successfully loaded onto a 0.014 guidewire with no issues noted.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified mid circumflex artery (cx). The calcification was rotablated with a 1.50 burr. After the distal and proximal cx had been stented with promus elite stents, a 32 x 4.00 promus elite drug-eluting stent was advanced to treat the mid section of cx and combine all three stents to complete a full metal jacket. The stent was unable to get down to the lesion so a 7f guidezilla ii guide extension catheter was used. The guidezilla reached the lesion but the stent was unable to advance. A buddy wire was used to advance the stent; however, the stent got caught at the collar of guidezilla and the stent was damaged. The stent was removed intact followed by the guidezilla. The procedure was completed with a non-boston scientific guide extension catheter and another 32 x 4.00 promus elite drug-eluting stent. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified mid circumflex artery (cx). The calcification was rotablated with a 1.50 burr. After the distal and proximal cx had been stented with promus elite stents, a 32 x 4.00 promus elite drug-eluting stent was advanced to treat the mid section of cx and combine all three stents to complete a full metal jacket. The stent was unable to get down to the lesion so a 7f guidezilla ii guide extension catheter was used. The guidezilla reached the lesion but the stent was unable to advance. A buddy wire was used to advance the stent; however, the stent got caught at the collar of guidezilla and the stent was damaged. The stent was removed intact followed by the guidezilla. The procedure was completed with a non-boston scientific guide extension catheter and another 32 x 4.00 promus elite drug-eluting stent. No patient complications were reported.